Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, when the device was functionally checked before the procedure, they experienced difficulty retracting the tines. There was also a grating noise heard when the tines were retracted. The physician decided to complete the procedure with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. Reported event: difficulty retracting tines. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.